Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving bupivacaine with concentration 10 mg/ml at a dose rate of 6.66 mg/day and morphine with concentration 1.5 mg/ml at a dose rate of 1 mg/day via an implantable pump for an unspecified indication for use. It was reported that volume discrepancies occurred in which the actual reservoir volume (arv) was greater then the expected reservoir volume (erv). The pump was refilled every six weeks and they had been getting back anywhere between 9 to 11 ml more than expected at the last four refills. The date of event was unknown. The specific dates for the last 4 refills where volume discrepancies were noted was unknown. A dye study was performed on (B)(6) 2018 and initially they could not aspirate the catheter. The physician decided to push since the volume x concentration was 0.3 mg and he felt comfortable with that. After the push into the catheter access port (cap) they were then able to aspirate without issues. No patient symptoms were reported. It was noted that he current drug remained the same as the old, but the dose was decreased by 20% on (B)(6) 2018. No further patient complications have been reported as a result of this event.